Event description:
Heartmate 3 left ventricular assist device (lvad) presents with left middle cerebral artery (mca) stroke on post op day #10 following complicated post op course which included removal of impella on day of surgery, placement and removal of veno-venous ECMO to address oxygenation issues created by atrial septal defect (required surgical closure on post op day #1), and atrial fibrillation requiring cardioversion on post op day #4. Heparin and plavix were in use at the time cva was identified. Brain cat scan on post op day 10 revealed left mca that was described as "several days old." All anticoagulation and antiplatelet therapies were held for 1 week post stroke. Heparin to coumadin bridge was eventually completed. Plavix and aspirin therapies were prescribed. Patient required prolonged hospitalization and acute care rehab placement to address cognitive and physical disabilities.